Manufacturer narrative:
The reported issue that over infusion//calcium gluconate and zosyn could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The root cause of the customers reported issue of over infusion of calcium gluconate and zosyn could not be determined because no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. H3 other text : no product returned.

Event description:
Customer advocacy received a copy of the customer's medsun report from the FDA which stated, "IV pump malfunction; a secondary infusion of ig calcium gluconate was hung and noted that bag had completely infused before it was supposedly done. A bag of zosyn 3.375g was then hung and programmed it to run over 4 hours. After walking back into the patient's room, and the zosyn had already completely infused in approximately 1 hour the pump stated at that time that the infusion still had 40ml remaining, though entire contents were already gone. Brain and four ears pulled of the device pulled. Pcu0175. Ivp1547- this ear had the meds attached. Ivp 1630. Ivp0815. Ivp1896. What was the original intended procedure? : infusion. What problem did the user have (check all that apply) ¿device malfunction - that is, the device did not do what it was supposed to do; it was reported that the nurse hung a secondary infusion of calcium gluconate 1g and noted that the medication infused faster than expected. The nurse then hung zosyn 3.375g at 09:23and programmed the duration of 4 hours. At approximately 10:30am the nurse returned to the patients room to find the zosyn had completely infused. There were no adverse effects caused to the patient.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medsun report from the FDA which stated, "IV pump malfunction; a secondary infusion of ig calcium gluconate was hung and noted that bag had completely infused before it was supposedly done. A bag of zosyn 3.375g was then hung and programmed it to run over 4 hours. After walking back into the patient's room, and the zosyn had already completely infused in approximately 1 hour the pump stated at that time that the infusion still had 40ml remaining, though entire contents were already gone. Brain and four ears pulled of the device pulled. (B)(4)- this ear had the meds attached. (B)(4). What was the original intended procedure? : infusion. What problem did the user have (check all that apply) ¿device malfunction - that is, the device did not do what it was supposed to do. It was reported that the nurse hung a secondary infusion of calcium gluconate 1g and noted that the medication infused faster than expected. The nurse then hung zosyn 3.375g at 09:23 and programmed the duration of 4 hours. At approximately 10:30am the nurse returned to the patients room to find the zosyn had completely infused. There were no adverse effects caused to the patient.